Event description:
It was reported that the head of the screwdriver broke. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Report source: poland, concomitant medical product: cat #: 110003452 - g7 str insrtr threaded shaft lot #: 061289, cat #: 110003451 - g7 str modular shell inserter lot #: 481590. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4 d9 g3 g6 h2 h3 h4 h6 h10 visual examination of the provided pictures identified the tip of the hex driver has fractured. Driver shaft has minor wear lines. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item(s) and part and lot combination(s). A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: h2; h3 visual examination of the returned product identified the hex tip to be fractured. The handle exhibits dried water spots and smaller spots of discoloration. Light scratching was found on the shaft and near the tip and handle. Additionally, driver was sent for analysis. Analysis identified the driver tip fracture showed river lines and angular fracture surface along its longitudinal axis, suggesting a torsional overload failure. The additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product tip identified the edges of the hex tip have been worn and rounded off. The fractures visually align with each other. Not all pieces of the tip were returned. The additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.